Event description:
Boston scientific received information that during a follow up the day after implant high pacing thresholds and muscle stimulation was noted on this left ventricular lead. A lead dislodgment was suspected. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information received noted that this patient was still having muscle stimulation at lower programmed pacing thresholds in all programmed parameters. Another follow up has been scheduled.